Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the lake while connected to the insulin pump. Customer's blood glucose was 121 mg/dl. The customer reported the insulin pump's display went blank after the moisture exposure. The customer also reported water came out of the battery compartment when the battery was removed. The customer also reported the insulin pump was flashing numbers and alarms were sounding when the battery was removed. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.